Event description:
It was reported that while deflating a sprinter legend balloon dilatation catheter that blood entered into the catheter. No additional details received. No additional clinical sequelae were reported.

Manufacturer narrative:
Based on limited details provided no root cause can be determined. (B)(4)